Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to the fields: h4, h6. The customer's complaint/reportable malfunction was not confirmed. Three attempts were made to the user facility for additional information without a reply. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. The field service engineer went onsite and the device was working correctly at that moment. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video processor had the image cut out and only a test pattern appeared on the screen. The issue occurred during an unspecified procedure. There were no reports of patient harm.